Event description:
On 19th march 2024, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a crack was observed in the iol optic necessitatign lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The rayone aspheric rao600c was explanted and exchanged during the original surgery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Rayner is following up via its in-country representatives to obtain additional information and to query the availability of the product for return. Our review of production records for the rayone aspheric rao600c batch 062193571 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to establish the cause of the lens optic damage in this case.